Event description:
Malfunction: power issue. A technician reported that during surgery, the system powered down on its own before the procedure was begun on the second eye. The site was initially unable to power up the system, but later found that the circuit breaker in the power distribution box had tripped. Once the circuit breaker was reset, the system powered up normally. The patient was not affected.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager (tm) found no problems with the circuit breaker or the ups. The tm performed a full function test on the ups and replaced the distribution box as a preventive measure. The tm successfully completed the system verification. No manufacturing investigation is necessary, as the circuit breaker was not found to be faulty, but was replaced (power distribution box contains the circuit breaker) as a preventive measure. Conclusion: based on the analysis of the above information, there is insufficient information to determine the root cause for this complaint. (B) (4). (B) (4). (B) (4).